Event description:
It was reported that a cartridge alarm occurred on the user's pump, which was verified in the pump history. There was no reported impact on the customer's blood glucose level as there is no available data. The customer loaded a second cartridge using the proper technique, but the alarm recurred, prompting technical support to initiate a return merchandise authorization (RMA) process to replace the pump, which was confirmed to be within warranty. The customer declined goodwill cartridges and did not share backup therapy plans but was instructed to return the problematic pump within 10 days using a pre-paid label and return box.